Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Checkpoint snapped in half during removal from the patient. Half left in situ as unable to remove.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported that a pelvic checkpoint snapped in half during removal from the patient. Material analysis from the investigation record: the device was implanted in the patient. As such, no material analysis was completed. Device inspection could not be completed as the device was left implanted in the patient. Unable to perform as the lot number was not reported. Unable to perform lot specific complaint search as the lot number was not reported. Additional review of complaints within the trackwise database for similar complaints for p/n 116230 show five (5) other complaints. The pr#s are (B)(4). Part of the device in this complaint was left in the patient. As a result, no physical evaluation can be completed. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Checkpoint snapped in half during removal from the patient. Half left in situ as unable to remove.